Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the initial concern is resolved unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. Customer did not have the products available at the time of the call and was unable to provide serial or lot numbers. Wife did have the box and had confirmed product was truemetrix air. Wife had stated customer was comparing results to her device, actual meter to meter comparison results were not provided. Wife had stated the customer had tested using the meter, obtained a high result and had taken insulin. Wife did not disclose the result obtained. Wife stated 2 hours later customer experienced low blood glucose symptoms, wife did not recall the exact symptoms. Customer had tested with the wife's device and obtained a result of 55 mg/dl fasting. Customer did not test using the meter at the time. Wife had stated that customer had eaten candy. No medical intervention was reported. At the time of the call the customer had felt well and did not report any symptoms. No further information was obtained.